Event description:
The catheter was in place for 30 days being infused with tpn and lipids using another company's infusion pump. After 30 days of use, the nurse noticed a leak had occurred where the catheter enters the hub. The catheter was removed without incident. No blood loss occurred and the pt did not experience harm as a result of the catheter leak.

Manufacturer narrative:
(B)(4). The device was forwarded to vygon (B)(4) the same day for further investigation. The investigation is not yet complete. A follow up MDR will be submitted with results of the investigation and necessary actions within 30 days of receiving the new info.